Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor . Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test. Drive support disk was inspected, and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error alarm and drive support cap was loose. The customer¿s blood glucose level was 161 mg/dl at the time of the incident. The insulin pump will be returned for analysis.